Event description:
It was reported that during the implant procedure, high, out of range, high voltage impedance was observed. Patient is pacemaker dependent. Programming changes were made and dft testing was successful. The patient was stable during procedure.

Manufacturer narrative:
(B)(4).